Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that post procedure/prior to discharge to an rhythmia mapping procedure with a suspected orion mapping catheter, the patient experienced a stroke and has expired. No additional information was provided. The device is not available for return.